Manufacturer narrative:
Review is on-going.

Manufacturer narrative:
Investigation: no product received for investigation. Batch history review: because there is no batch at hand, a batch history review is not possible. Conclusion and root cause: according to the problem description, there was no production- related quality or functional deviation. The manufacturer (aag) guaranteed the sterility until the date printed on the package. The IFU prohibit specifically the usage of components, which are beyond their expiration date. Corrective action: according to internal procedure there is no CAPA necessary.

Event description:
During lateral corpectomy it was noticed that hydrolift inventory was expired (expiration date 3/2015). Situation and options were discussed with the doctor. The doctor approved opening and using product. There was no delay in procedure; no patient injury.